Manufacturer narrative:
Investigation: since no samples displaying the condition reported are available for examination, we were unable to fully investigate this incident, therefore a root cause could not be determined. Furthermore, a device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect.

Event description:
It was reported that syringe 10ml s/t 200 s/c leaked. This occurred on 6 occasions during use. The following information was provided by the initial reporter: material no.: 303134 batch no.: 8136880. It was reported leaking plungers. I am a pharmacy technician at hospital. We use bd 10ml slip-tip syringes to make our intrathecal chemotherapy. Lately we have had issues with a lot of leaking plungers, which is a big deal when it comes to chemotherapy because we don't want to inject contaminated drug into the kids spine and we also don't want chemo spills.

Manufacturer narrative:
Multiple lot numbers: there were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: 8136880, medical device expiration date: 2023-04-30, device manufacture date: 2018-05-16, medical device lot #: unknown, medical device expiration date: unknown, device manufacture date: unknown. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that syringe 10ml s/t 200 s/c leaked. This occurred on 6 occasions during use. The following information was provided by the initial reporter: material no.: 303134 batch no.: 8136880. It was reported leaking plungers. I am a pharmacy technician at hospital. We use bd 10ml slip-tip syringes to make our intrathecal chemotherapy. Lately we have had issues with a lot of leaking plungers, which is a big deal when it comes to chemotherapy because we don't want to inject contaminated drug into the kids spine and we also don't want chemo spills.